Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID: 9735773, lot number: unknown; product ID: 9735787r, lot number: unknown  g2: foreign country - israel h3/h6: the system was serviced in the field and hardware was replaced, there was a uninterruptible power supply (ups) battery error. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a low uninterruptible power supply (ups) battery error. There was no patient involvement.